Manufacturer narrative:
Field service was dispatched to the account and found that the cuvettes were dirty. The cuvettes and water bath were cleaned and no further issues were reported. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. Troubleshooting assistance for erratic results is provided. Debris in the water bath incubator and dirty cuvettes are listed as probable causes. The investigation did not identify a malfunction/deficiency.

Event description:
The customer stated that the architect c4000 analyzer generated a co2 result of 46 meq/l with a repeat result of 47 meq/l. The physician questioned the result. The customer put on new co2 reagent and recalibrated the assay. The patient sample then generated a result of 23 meq/l. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.